Manufacturer narrative:
D4. Catalog, lot and serial corrected. H6. Medical device problem code a040601 deformation due to compressive stress removed.

Manufacturer narrative:
The device information ( UDI, lot , sn manf. And exp dates ) are not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 84 year old woman underwent hrpci with impella cp support. During the procedure, the companion sheath was introduced as intended; however, upon insertion, the sheath became kinked. The kinking resulted in increased resistance and difficulty advancing the impella device through the companion sheath. As a result, insertion of both the impella and companion sheath was difficult. No patient injury was reported. The device was removed and managed per standard clinical practice.